Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: march 06, 2021. Section d9: returned to manufacturer: yes. Device evaluation: visual inspection using magnification was performed to the returned sample. Lubricating material residue was observed on the cartridge. The cartridge tip was observed deformed and crack. Loose fibers/particles were observed on the lens related to the handling of the unit out of a sterile environment. Residues of lubricant material was also observed on lens. One of the haptics was observed slightly distorted. No damaged was observed to the lens surface. Based on the sample evaluation, there is no evidence to suggest that the complaint unit has been affected by the manufacturing process. The condition in which the sample returned is consistent with a product that was handled and prepared for a surgical process. The complaint issue reported as cartridge damaged was verified. The complaint issue reported as device partially delivered and cosmetic issues could not be verified. Based on the analysis of the returned product, there is no indication of product quality deficiency. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search of complaints related to this po was performed on 02/26/2021. Two additional complaint folders have been received for this po number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified.

Manufacturer narrative:
Lot number: unknown/not provided. Expiration date: unknown as product lot number was not provided. UDI number: a complete UDI # is unknown as product lot number was not provided. If implanted; give date: n/a (not applicable). The cartridge is not an implantable device. If explanted; give date: n/a (not applicable). The cartridge is not an implantable device. Device manufacture date: unknown as product lot number was not provided. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Received report indicating that during insertion of the intraocular lens (iol) into the operative eye, the cartridge split causing denting to the lens. The iol touched the eye. However, the surgeon wasn't confident in the integrity of the iol and opened a new one. No further information was provided.

Manufacturer narrative:
Corrected data: in the initial MDR in section e1 the initial reporter establishment name was inadvertently not entered. This is to correct the initial MDR as follows: e1: establishment name, was not entered. Name is, (B)(6). In the initial MDR section h6: health clinical code, was not entered. Should have been populated with code 4582. Additional information: the lot number for the reported device was provided. Therefore, the following fields initially reported as unknown have been updated accordingly in this follow-up report. Section d4: lot# ch04904 device expiration date: march 11, 2021 UDI number: (B)(4). Section h4: device manufacture date: march 11, 2020. Device evaluation: product testing could not be performed as the product was not returned. The reported event could not be verified, and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that two additional complaints were received for this production order. One did not require further investigation and on the other it was determined that no product deficiency was identified. Conclusion: based on the investigation, no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.